Event description:
The machine was set up for an acid/bicarbonate therapy, but the pt was inadvertently dialyzed in the acetate mode. The pt was admitted to the emergency room with significant acidosis and was hospitalized. No ph low alarm was reported. The pt has since recovered.